Event description:
The manufacturer received information alleging the port block cracked. There was no harm or injury reported. Uring the evaluation of the device at the manufacturer's service center the reported issue was confirmed. Additional findings were handle cracked and detachable battery is nearing 500 cycles and error code e-194 permanent battery failure. The customer has requested that the device not be repaired.